Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local remote service engineer (rse) checked with the customer and revealed from the user that the large skyplate was dropped but mostly caught with a foot and no one was injured (use error). They made images and they are fine. Finally, the system meets the specification for the performed service and is returned to use. Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Manufacturer narrative:
Ref. ID: (B)(4). The operator reported that the large skyplate was dropped but mostly caught with a foot and no one was injured. She made images and they are fine. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that a portable detector model "skyplate" dropped. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.